Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin and IV fluids. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data confirmed a prolonged period of cgm signal loss and bg run mode, followed by insufficient insulin delivery. Review of available information indicates the user did not correctly complete the cartridge change process, as a newly filled cartridge was not installed despite completion of the change workflow, resulting in inadequate insulin delivery. Persistent cgm signal instability further delayed recognition and response to rising glucose levels. Based on available information, the event was attributed to use-related factors and therapy management errors rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 11-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 682 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the hospital by emergency medical services, where the user was admitted, treated with IV insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.